Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to oversensing and noise. There was also a patient alert sounded for the rv lead pace/sense impedance being high. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and patient alert for right ventricular pace lead impedance greater than 3000 ohms on (B)(4) 2012. Weekly pace measurement log data shows an abrupt increase for max v. Pace equal to 448 to 16382 ohms peak between (B)(4) 2012 and (B)(4) 2012. Also, there was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between (B)(4) 2012 and (B)(4) 2012. Additionally, ventricular fibrillation equal to 180 ms average v-cycle on (B)(4) 2012.